Manufacturer narrative:
H3, h6: the cori drill attachment pn rob10015, intended for use in treatment, was not returned for evaluation. A visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirm, factor that may have contributed to the reported symptom may have been associated with mishandling. Do not use real intelligence instruments without proper cleaning and sterilization prior to use. Refer to the cori user's manual part: real intelligence¿ instrument cleaning and sterilization. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, a robotic drill attachment was found with something lodged in the tube and one of the bearings inside is starting to fail. It is unknown whether the event happened during surgery and if there was patient involvement.

Event description:
It was reported that, a robotic drill attachment was found with something lodged in the tube and one of the bearings inside is starting to fail ((B)(4)) and kept having the error ((B)(4)). It is unknown whether the event happened during surgery and if there was patient involvement.